Manufacturer narrative:
The us putty IFU pn: 40002-07-5 lists the following potential adverse events that may occur specifically with the use of I-factor peptide enhanced bone graft: "extrusion or migration of the I-factor peptide enhanced bone graft, as is possible with any bone graft, resulting in pain, neural impingement, physical impairment, or loss of function; any of which may require revision surgery." Based on the available data, including DHR review, clinical documentation, and risk analysis, the reported event aligns with a known and mitigated failure mode. While ifactor cannot be conclusively identified as the root cause, its contribution cannot be ruled out. The complaint rate remains well below the estimated occurrence rate, and no updates to the risk file are required at this time.

Event description:
The patient underwent a multi-level cervical spine fusion procedure using I-factor peptide enhanced bone graft. Postoperatively, the patient developed acute c5 and c6 radiculopathies, presenting with pain and signs consistent with neural impingement. Imaging provided by the surgeon indicated possible migration of graft material from the intended site, which may have contributed to nerve root compression. The operative report noted mechanical neck pain and acute radiculopathy. While the exact root cause of the adverse event cannot be conclusively attributed to the device, graft migration is a known risk associated with bone grafting procedures and is listed in the device's instructions for use (IFU). Revision surgery was performed due to the severity of symptoms, and the patient has recovered and is improving.